Event description:
It was reported, "study relationship to device - none. Relationship to surgery procedure - probable. Problems with wound healing, revision of wound, change of inlay on (B)(6) 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.